Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the freestyle libre sensor detached prematurely. As a result, the customer was unable to monitor glucose and became hypoglycemic, noting that he was close to losing consciousness. Paramedics were called and upon arrival, a blood glucose reading "below 20 mg/dl" was obtained and customer was treated with intravenous glucose. The customer's glucose rose up to 600 mg/dl and paramedics provided treatment to stabilize his blood sugar to 180 mg/dl. No further information was provided. There was no report of death or permanent injury associated with this event.